Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 8 devices were received. 4 devices were not available for evaluation. 3 device investigation types have not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 previously reported events are included in this follow-up record. Product return status 10 devices were received. 4 devices were not available for evaluation. 1 device was evaluated based on historical data analysis.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.